Manufacturer narrative:
For further investigation a device history record was performed. The product passed every production step and was not marked as scrap. There were no references found, which are indicating a nonconformance of the product in question. The data is also being handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination of applicable investigation. Due to this no further action will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2015 12:14 pm (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4). The product has been investigated in the laboratory of the manufacturer with the following results: during tightness test a crack at the connector of the de-airing cock on upper blood outlet side was detected. The event report of complaint # (B)(4) was not describing this issue. Each oxygenator is tested on tightness during the production process. The test is carried out at 1 bar (~ 14 psi) for a time period of 75 min at a flow of 8 l/min. During this time the oxygenators are checked for any leakages. The data is also being handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance management for review and determination of applicable investigation. Due to this no further action will be completed at this time.

Event description:
Investigation results out of complaint (B)(4). (8010762-2015-01082). The product has been investigated in the laboratory of the manufacturer with the following results: during tightness test a crack at the connector of the de-airing cock on upper blood outlet side was detected. Ref.: #703005540